Event description:
It was reported that the programmer had a cracked screen, that the power cord door needed repair and that it needed a software update. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was cracked and the power cord bay assembly was broken and both were replaced. Analysis further noted that the stylus was out of specification and it was replaced and the software reconfigured and reloaded. Concomitant medical products: product ID 229047 software analyzer. (B)(4).